Event description:
This case was reported by a consumer and described the occurrence of broken blood vessel in eye in a male patient who received oral moisturisers (biotene dry mouth oral rinse (2013 formulation)) mouthwash for dry mouth at night. A physician or other health care professional has not verified this report. On an unknown date, the patient started oral moisturisers. At an unknown time after starting oral moisturisers, the patient experienced broken blood vessel in eye, eye red and accidental exposure to product. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. The consumer did not provide contact information. Consumer reported that he accidentally put biotene oral rinse into his eyes and now has broken blood vessels and redness. The patient also reported that the product was very effective for helping his dry mouth at night. The manufacturer report number for this case is (B)(4). Biotene dry mouth oral rinse is manufactured in (B)(4) and neither the product nor lot number for this product is available.

Manufacturer narrative:
(B)(4).